Event description:
The customer reported they obtained erroneously elevated carbon dioxide, concentrated (co2_c, lot 150010) results on sixty-one (61) patient samples on an atellica ch 930 analyzer. The erroneously elevated results were reported to the physician(s), and the results were not questioned. The same samples were reprocessed on alternate atellica ch 930 analyzers s/n (B)(6) and s/n (B)(6). Lower results were obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated co2_c results.

Manufacturer narrative:
An outside the united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding erroneously elevated carbon dioxide, concentrated (co2_c) results on sixty-one (61) patient samples on an atellica ch 930 analyzer. Siemens healthcare diagnostics service operations support (sos) evaluated the information provided by the customer, the available instrument data and concluded the investigation of the event. Sos determined that the probable cause of the elevated co2_c results generated on (B)(6) 2025 is an atypical pack calibration performed on (B)(6) 2025. Quality control (qc) was out of range after this calibration. The atypical calibration was not manually invalidated by the operator and was used on (B)(6) 2025. The co2_c pack was discarded by the customer. The cause of the atypical calibration is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.